Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent damage occurred. A 8mm x 4.00mm ion stent delivery system was used to treat the lesion. The device was damaged in the sterile package during its preparation. The tip was bent and the distal end of the stent was bunched up. The device was pulled. The procedure was completed with another of the same device. No patient complications were reported and patient's status was fine.